Event description:
On (B)(6) 2012, the reporter contacted animas to report the plunger of the filled cartridge would move upwards after the filling needle was removed, and that the plunger moved easily. The patient did not note any extra lubricant or moisture in the cartridge. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: no product was returned for investigation. A retain cartridge sample from lot # b201858 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. No conclusions can be made at this time.